Manufacturer narrative:
The nurse reported the tip was able to be retrieved from the suction canister with irrigation fluid. During a follow up with the rn it was reported the pt is in stable condition. The pt did not experience any side effects due to this event. The review of the device history records indicates that the reported lot, 1007594 has met all specs. The device was returned straight without having been manipulated. Visual inspection of both the needle cannula and recovered tip revealed dried radiesse in both pieces of the needle. The breakage occurred at the weld juncture. Upon review of the FDA medical device report, a decision was made to report this event based on the chance of causing injury if the event were to recur.

Event description:
Nurse reported that during a radiese vocal fold injection, the needle tip snapped off inside pt. After pulling the needle out of the pt, it was noticed that the tip was missing. The tip of the needle was obtained from the suction canister with irrigation fluid.